Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10, h11. Corrected fields: e1. This complaint is being closed due to lack of information from the customer after 3+ attempts were made to obtain the relevant information and no further feedback from the customer has been received. No other iabp information was provided. A supplemental report will be submitted if additional information is provided. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a black screen. There was no patient is involvement.